Event description:
The customer reported the rui is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the remote user interface (rui). System operates as intended. (B)(4).